Event description:
It was reported that the glass shield had shattered. Additional information was received that noted during a patient exam, while the patient and the technologist were at the gantry, the aws operator shield shattered. No injury reported. A field engineer was dispatched to the site and the glass shield was replaced. Once this was completed the system was working as intended.